Event description:
It was reported that the surgeon had a misfire on the first firing.

Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Batch # 483a13. (B)(4). Additional information was requested and the following was provided: did the device deliver any staples? Yes. If yes, were the staples formed properly? No. If yes, was the staple line complete? Yes. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc.? Unknown. Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? Yes. Was there any patient consequence or no. Additional information: this is an analysis of four photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photos show a portion of the device from the jaws area with a green reload loaded and some staples leg from the left side can be seen protruding, also the right side from reload was noted to be fully fired. Based on the photos the event described is confirmed, however, no conclusion or root cause could be determined. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one long60a device was returned with no apparent damage with a gst60g reload loaded in the device. Additionally, the reload was received with the right side fully fired, the left side partially fired 2/3. Upon evaluation of the reload, the one piece sled and one driver were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the one piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.